Manufacturer narrative:
Additional information: d4, d9, h3, h6, h11. H11: the device and a companion sample were received for evaluation. Visual inspection of the actual sample showed that the filter dialysate port was broken at the level of the support plate connection, therefore no applicable testing could be conducted. Inspection of the companion sample showed no anomaly. An air leak test was performed and no leak was detected. The set was loaded and primed on a control unit and passed all testing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the condition was not determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: g3: date received by MFR. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during continuous renal replacement therapy (crrt) using an unspecified control unit and prismaflex set, the filter clotted reportedly due to "frequency of alarms". It was reported that the patient lost two circuits of blood during troubleshooting of the alarms. It was reported that a new control unit and set was replaced to restart the therapy with no further issues. No medical intervention was reported. No additional information is available.

Manufacturer narrative:
Prismaflex st150 set has been temporarily approved for use in the us under emergency use authorization eua (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. Should additional relevant information become available, a supplemental report will be submitted.